Event description:
It was reported that segments were missing on the rapid atrial pace display of the external pulse generator. It was also reported the rapid atrial pacing display segments will intermittently not work. The device was returned for repair. No patient involvement was reported.

Event description:
It was reported that segments were missing on the rapid atrial pace display of the external pulse generator. It was also reported the rapid atrial pacing display segments would intermittently not work. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant (B)(4): analysis confirmed the reported event. The led (light emitting diode) display is out of specification (missing segments). Upper case and control knobs are contaminated. Lower case and high rate cover are broken. The ring is bent.